Manufacturer narrative:
Na

Event description:
It was reported that the lead exhibited undersensing which had been observed in previous visits. Sensing was increased to device maximum, and also tested in unipolar with no improvement. Lead impedance was less than 300 ohms. Repeated testing found intermittent sensing and intermittent capture. The lead was scheduled to be replaced.